Event description:
A health care professional reported a patient with corneal haze and delayed epithelial healing. Topical steroids as a medical intervention were prescribed. There are multiple related reports for this facility. This report addresses unknown patient's unknown eye and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment day. Logfiles, treatment report, pre and post-op clinical information have been requested but not provided, therefore logfile review or clinical review cannot be performed. Not enough information was provided for investigation. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).